Manufacturer narrative:
The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported air embolism may have been procedure related. Per the IFU, an air embolism is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation cryo-ablation procedure an air embolism occurred. Transseptal access was performed with the introducer and after the dilator was removed and the guidewire inserted, an air emboli was noted in the left atrium via transesophageal echocardiogram. The patient remained in stable condition and no intervention was required.